Event description:
Observed positively biased quality control (qc) results for psa after calibration. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as the result of this event.